Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Additional testing was performed on 2024 (B)(6) with a flowflex antigen self-test and generated a positive result. The consumer was symptomatic. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on 06aug2024. Additional testing was performed on 07aug2024 with a flowflex antigen self-test and generated a positive result. The consumer was symptomatic. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000809122c with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-140 / lot 000809122c and test base part number 195-430wjr / lot 809122. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000809122c showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the patient sample.